Event description:
It was reported the pt's location of her ipg is difficult to reach while charging, and it was causing discomfort. Follow-up information identified the pt's scs ipg was relocated on (B)(6) 2013. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.